Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ at 0300 the charge nurse was in patient room due to an unfamiliar beeping noise coming from pump. It was also flashing in all 3 channels and stated "system error 255-12-275". It stated the pump would continue infusing until new system was obtained. Obtain new system before pressing flashing system button as system will not save data. A new brain was obtained, three new channels were set up. One channel included levophed. One of the new the new channels were preprogrammed for levophed. The pressor was removed from old "broken" pump and switched immediately into the new programmed pump. The new channel starting beeping error as well and would not "start". The medication was noted immediately at that time to be free flowing. The medication was removed from pump and roll clamped. The systolic blood pressure went from 120s to about 200. The patient had an arterial line showing a continuous blood pressure reading. The sbp returned to 120s within 5 minutes." Additional information received reported that no blood pressure medication was administered. Antibiotics and fluids were the only other fluids being administered besides norepinephrine. Customer reported there were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. An incomplete date of (B)(6) 2020 was provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ at 0300 the charge nurse was in patient room due to an unfamiliar beeping noise coming from pump. It was also flashing in all 3 channels and stated "system error 255-12-275". It stated the pump would continue infusing until new system was obtained. Obtain new system before pressing flashing system button as system will not save data. A new brain was obtained, three new channels were set up. One channel included levophed. One of the new the new channels were preprogrammed for levophed. The pressor was removed from old "broken" pump and switched immediately into the new programmed pump. The new channel starting beeping error as well and would not "start". The medication was noted immediately at that time to be free flowing. The medication was removed from pump and roll clamped. The systolic blood pressure went from 120s to about 200. The patient had an arterial line showing a continuous blood pressure reading. The sbp returned to 120s within 5 minutes."